Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has confirmed that orthotm sera anti-jka product fd162m lot v224499 to be fit for purpose therefore this complaint is not upheld. Alba biosicence reference number of this file is cnc-2207.

Event description:
End user reports that when testing a donor sample with orthosera anti-jka, product fd162m, lot v224499, exp 05nov22 on the ortho vision system they returned a false negative result. The donor produced a negative result for both anti-jka & anti-jkb; and based on the rarity of this phenotype, the end user repeated the testing manually with ortho antisera and were able to duplicate the negative result for the jkb antigen testing, however they observed a 2+ reaction at immediate spin with ortho anti-jka lot jab444a. No repeat testing on the vision or manual gel method was performed.